Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer array placement to the skin ulcer cannot be ruled out. Contributing factors for skin ulcer in this patient include prior radiation, and prior surgery affecting skin integrity. Medical device site ulcer is an expected event with optune gio device use (ef-11 1% and <1% ef-14 optune arm). Additional note: manufacturing date of (B)(6) is april 01, 2019.

Event description:
A 48-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2021. Novocure was informed on may 16, 2024, that the patient experienced a skin reaction described as a small hole on the right side of her head. Reportedly, the skin was thin due to radiation. In the images provided there appeared to be a very small skin lesion with mild erythema. On (B)(6) 2024, the patient reported that the hole on the right side of her head had become larger with redness, purulence and with associated pain. The patient was prescribed unspecified antibiotics and topical medication by a dermatologist. In the two images provided by the patient, there appeared to be a partial thickness skin ulcer with purulent drainage and moderate erythema at the margins. No causality assessment was available from the prescribing physician.